Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator repeatedly jammed and failed to open. A field service engineer found that the remote manager on the medstation was consistently failing and that the door hasp was detaching from the refrigerator door. To resolve the issue, the engineer replaced the micro switches on the remote manager latch and reattached the hasp to the refrigerator door. After completing the repairs, the system was tested, and the remote manager was accessible without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system refrigerator keep jamming and won't open. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system refrigerator keep jamming and won't open. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.